Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient started shaking worse than normal on their right side, which started the day prior. The patient reported that the ins was on and okay. No complications or further complications were reported. [Refer to manufacturer report #3004209178-2017-09477 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.